Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 2. Details of surgery: sinus augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.